Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist, approximately 6 years, 4 months post implant of a 23mm sapien 3 valve in the aortic position, the 23mm sapien 3 valve required intervention and 20mm sapien 3 ultra was implanted valve in valve (viv). The reason for viv was symptomatic regurgitation and degeneration. The viv was performed successfully.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, b7, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no lot history review is required. The commander delivery system with s3 IFU was reviewed. Both device degeneration and valve regurgitation are known potential adverse events. Noted under potential adverse events, 'device degeneration' and 'valve regurgitation'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed from the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 6 years, 4 months post implant of a 23mm sapien 3 valve in the aortic position, the 23mm sapien 3 valve required intervention and 20mm sapien 3 ultra was implanted in a valve in valve (viv). The reason for viv was regurgitation and degeneration.' Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Calcified/stenosed valve can reduce leaflet mobility, preventing the leaflet from proper coaptation and subsequently resulting in regurgitation as reported in this case. In this case, he patient has a medical history of hyperlipidemia, which is a well-known factor that may increase the risk of valve calcification/stenosis. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.